Manufacturer narrative:
Concomitant medical products: product ID: 7427, serial# (B)(4), implanted: (B)(6) 2001, product type: implantable neurostimulator. Product ID: 7425, serial# (B)(4), implanted: (B)(6) 1999, product type: implantable neurostimulator. Product ID: 3708320, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708320, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 7427, serial# (B)(4), implanted: (B)(6) 2001, product type: implantable neurostimulator. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 3998, lot# l95425, implanted: (B)(6) 2001, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. Product ID: 7425, serial# (B)(4), implanted: (B)(6) 1999, product type: implantable neurostimulator. Product ID: 3888-28, lot# l48139, implanted: (B)(6) 1999,: product type: lead. (B)(4).

Event description:
It was reported that the patient was unclear on the dates for when they had the ¿generators¿ moved from the buttock to the side under the clavicle. Additional information has been requested, but it was not available as of the date of this report.